Event description:
The customer reported obtaining false low total bilirubin (tbil) patient results involving the dxc 800 ar clinical chemistry analyzer. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous result was not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800 ar sychron system. The fse inspected the instrument and determined that the photometer lamp was defective. The fse replaced the photometer lamp to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).